Manufacturer narrative:
(B)(6). The philip's service engineer (se) inspected the device and was not able to duplicate the reported issue. The se found multiple low battery error codes in the ventilator log. The diagnostic logs showed that the unit was operating on internal battery until the battery voltage was deplete and then shut down. The se replaced the power management (pm) printed circuit board (pcb) and the unit passed all performance verification tests.

Event description:
It was reported that the ventilator shut down while on a patient. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19nov2018. Date of manufacturer: 16nov2018. A power management printed circuit board assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found.